Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, three "overspeed 1" alarms from the roller head occurred. The device was not changed out as the perfusionist was able to restart the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This event was reported to the field service representative (fsr) while he was at the user facility related to medwatch MFR report number 1828100-2012-01383. The date of this event was not known by the reporter. The fsr replace the central processing unit board and continued to get the overspeed message. Next, the fsr replaced the power driver board. The unit was tested to manufacturer's specifications and returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.